Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation from their cervical lead. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the c4 lead was repositioned and placed at the t7 vertebral level. Reportedly, effective therapy was established post-op.